Event description:
The user facility reported that the first silver ring came off in a patient during a procedure. The follow information was provided by the user facility: (1) medical intervention was required; and (2) another device was used to remove the silver ring.

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 07/10/2014.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00191 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
The involved device was not returned for evaluation which limits the failure investigation to the information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination. Visual inspection did not find any anomalies, including a kink or crush, in its appearance. The segment where the radiopaque markers were located was investigated under magnification. There was not any anomaly which could be a trigger of coming-off of any of the radiopaque markers. The outside and inside diameters were determined and confirmed to meet the specifications, being comparable to those of the current product sample a test sample was set to the instron and fixed at 10mm and 110mm from the distal end and subjected to a tensile force. The shaft got fractured at the distal end of the segment where the metallic reinforcing wire is braided at 2kgf., with no occurrence of dislodgment of any of the radiopaque makers. A test sample was then set to the instron and fixed at 40mm and 110mm from the distal end and subjected to a tensile force. The shaft was elongated and became thinner and the swaged radiopaque markers dislodged from the shaft when the force reached approximately 4kgf, before the shaft got fractured. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and reproductive testing, it is likely, that the actual sample was trapped due to some factor(s). In this state it was exposed to an excessive tensile force and the shaft got elongated to be thinner, resulting in the reported dislodgement of the radiopaque marker. With no return of the actual sample to be evaluated, the cause was unable to be determined definitely from the available information. The potential for such an event is addressed in the instructions-for-use. The IFU states: "warning: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval in some cases." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00191 to provide additional information provided by the user facility.